Event description:
Customer contacted us about eye irritation and sore throats caused when pack was opened due to odor. Four staff members were effected. Symptoms ranged from asthma, headache, dizziness, weakness, heart palpitations to rash. All were seen in the ER and treated. One was hospitalized with asthma. No residual effects are anticipated. Testing performed by the facility on the packs were well within osha standards for eto content. The facility is not sure what is the source of the odor, or if the odor actually caused reactions.